Event description:
It was reported that during a lar procedure, while cutting the proximal side of the colon. The surgeon open the device and fired the first fire and it was ok but wasn`t enough. So they put a blue reload and fired again, the upper jaws of the mechanical device was broken. The surgeon decided to open a new instrument and replace the reload to blue and fired again. Some the clips didn`t become "b" shape, so he put in another reload and fired again. Now the instrument stapled but didn`t cut. He opened another reload (number five) and fired again now there were a lot of clips already and the endocutter move proximal and took a slice a little bit higher then he meant to. Surgery was prolonged fifteen minutes. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Crimp the analysis results found that the atb45 device (a) was returned with the anvil in the close position and extended as the anvil crimp was noted to be insufficient; in addition the articulation mechanism was found damaged. A reload was present and fully loaded with staples. The anvil was manually reinserted on the device and the device was tested for functionality with the returned reload and two test reloads on the 3 articulated positions; when fired to the left, center and right the staple formation was conforming. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.